Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: device was received in with a cracked front panel, cracked relief and CPAP knob, cracked battery cover, the rfv rubs on the battery compartment, and the input manifold shifts on the bottom chassis. Input label is damaged. During functional testing, the device cycled as intended. Complaint was not confirmed. The most probably cause of the reported issue was impact to the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced MRI battery, sintered filter and o'rings. Replaced cracked front panel, small knobs, battery cover and input/output side label checking the threads for the patient outlet connector. Repositioned battery compartment to prevent rfv from rubbing on it. Replaced outdated variable restrictor. Reset patient pressure cycling led and adjusted peep control valve and CPAP control to tolerance. Performed preventative maintenance, recalibrated unit, cleaned and affixed new service label. Device passed functional testing after the completed repairs.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator was not cycling properly. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Event description:
Additional information: confirmed no patient involvement.